Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower system, the meds were not showing on profile. The customer stated that this malfunction caused a delays in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medications were not showing in the profile. A technical support specialist (tss) mentioned the item was in the profile and might have been added by the user. The system functioned as intended after the tss troubleshooted the device.